Event description:
The implantable neurostimulator battery was 40% depleted after 6 weeks of use. The device was programmed to the same parameters as their previous device, which lasted almost 4 years. Stimulation parameters were the following pulse width: 300 microseconds, rate: 50 hertz, amplitude: 8.7 volts. The hcp reprogrammed the pulse width to 180 microseconds, the rate to 40 hertz, and the amplitude to 9.0 volts. At those settings, the battery longevity was estimated to be 1 year. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.